Event description:
It was reported that while the technologist was performing qc the c-arm rotated uncommanded. A field engineer was dispatched to the site and it was determined that the rotation switch at the back of the detector was stuck. The rotational switch was adjusted and once this was completed the system was working as intended. No injury reported.